Event description:
The facility representative reported a colleague infusion pump with failure code 812:02 on channel a. This problem was identified at power-up. During the product evaluation at baxter, it was discovered that failure code 812:02 occurred during infusion, which caused an interruption during delivery. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module master software version is 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous reported problem with this pump. A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through (B)(4).

Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause was a faulty channel a pumphead module. The channel a pumphead module has been replaced. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.